Manufacturer narrative:
Corrected data: e1. New information added to the following fields: d8, d9, h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e1 "first/given name:" of the initial report, "mr." Is being removed and added "mr." To the e1 "title (e.g., mr., ms.):" field. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it was possible that water or moisture entered the scope, and the moisture damaged electronic components such as the image unit sensor, leading to the occurrence of the event. According to the inspection, the biopsy channel was leaking and the light guide lens had fluid invasion. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions; disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope was connected to the light source (cv-170) and when the light source was turned on the monitor on the bronchovideoscope had no image. The issue occurred during a diagnostic broncho endoscopy and completed on a similar device. There were no reports of patient harm.